Event description:
"The arthroplasty was revised due to instabiity.the tibial insert and patellar component were revised. The components were implanted in situ for 1.78 years. The patient presented with a ucla score of 4 three months prior to revision surgery." Note: medical records and x-rays were not provided to stryker for review.